Event description:
Pump declared a cartridge change error, which led to a high blood glucose value being displayed as "high," though the specific value was unknown. Customer attempted to address the high blood glucose level by administering a correction bolus via the pump and did not seek assistance from a third party. Tandem technical support instructed customer through several troubleshooting steps, including inspecting and cleaning the cartridge area; however, initial attempts to load the cartridge were unsuccessful. Eventually, with the assistance of technical support, customer successfully filled and loaded a new cartridge onto the pump, completing the load process and resuming insulin delivery.